Event description:
It was reported that the pt underwent a posterior lumbar fusion, l5-s1, tlif and pedicle screws on (B)(6) 2014. The pt was a (B)(6) year old with very good bone quality. The doctor was putting a 7.5mm x 50mm reform pedicle screw into s1 on the right side and had only tapped halfway, although advised to tap further due to past experience with a similar pt and an s1 screw. Once the screw was approximately 3/4 of the way in it would not advance further without a lot of force. He was advised to make sure that the driver was fully seated in the screw head. As he was turning the driver it made a slight squeaking sound for two (2) turns and then there was a small pop, like something had broken. He removed the driver from the screw head to find that the tip was lodged in the screw. Attempts were made to remove the tip from the screw but were unsuccessful. It was decided to leave both the screw and the tip in the pt. A rod was cut and put in the screw head temporarily to "helicopter" the screw further into the bone. The final rod and caps were placed and the doctor was satisfied with the result. A delay of 5-10 minutes was reported as a result.

Manufacturer narrative:
Retained foreign object. Engineering eval of the returned driver noted that the driver fitting did not shear flush with the shoulder of the driver. Instead there is a step-up to the shear several thousandths away from the shoulder. This would indicate that the driver shaft had partially come out of the bone screw drive fitting. It would only be possible for this to occur if the outer secure shaft had come partially unthreaded from the tulip. The outer secure shaft pushes down on the cross-bar of the driver shaft when full threaded down, which causes the driver shoulder to bottom-out on the bone screw. When this bottoms-out it creates a friction plate with the bone screw head and promotes load sharing across the entire assembly. The plastic outer sleeve of the assembly has been modified to mitigate the occurrence of the user unthreading the outer secure shaft from the tulip. This change consists of over sizing the plastic sleeve, so when tightly gripped by the user the load will not be so inclined as to be transferred to the outer secure shaft, thus unthreading the secure shaft from the tulip and loosening the driver and pedicle screw assembly during insertion. Review of receiving inspection reports found (B)(4) units of this lot (rev d) were received and released for distribution between november of 2013 and january of 2014 with no deviation of anomalies. A two-year complain history review found one (B)(4) previous report of fracture for this lot/design revision.